Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to an unknown issue. A new lv lead was successfully implanted. No additional patient adverse effects were reported.